Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 142 mg/dl. Customer's mother reported that pump was dropped crack on screen, lcd is affected. Customer's mother was advised that pump will need to be replaced.

Manufacturer narrative:
Device received with partial display due to cracked lcd glass. No blank display or cracks on lcd window noted. . Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to partial display. Device received with minor scratches on case, faded serial number label, keypad overlay texture damage and minor scratches on lcd window.